Event description:
It was reported that the insulin gauge was inaccurate and static. There was no adverse impact on the customer's blood glucose level. Customer continued to use the existing cartridge.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.